Event description:
It was reported that this right atrial (ra) lead dislodged shortly after implant. Subsequently, this ra lead was successfully repositioned, and remains in-service. No additional adverse patient effects were reported.